Event description:
A patient death was reported. The devices were returned to the manufacturer following the patient death. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4). Analysis of the pump found no anomalies. Upon receipt, the internal print report indicated the pump contained lioresal. Analysis of the catheter found sc connector coring/tears/cuts in the seal that met leak criteria.